Event description:
It was reported that this pacemaker was found to be operating in safety mode. The pacemaker replacement was recommended. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The pacemaker replacement was recommended. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(6) 2025 - amendment: prophylactic replacement. There are no allegations or concerns against this lead and there is no evidence of malfunction. Therefore, this event does not meet complaint criteria. No additional adverse patient effects. Supplemental report will be sent with clarification. Cgj.